Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
(B)(6 )states that the front bar that connects the left to the right bar is rusted out.